Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device has a "tear in the hose." The tear was found during setup and pretesting. The device was not used in surgery. There was no additional information provided.